Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a battery out limit alarm, a low battery alert, a failed battery test alarm, and an off no power alarm. The customer's blood glucose reading was 265 mg/dl. The customer completed troubleshooting but did not find any problems. The customer was sent a replacement battery cap.